Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient underwent device replacement with 450cc mentor memorygel breast implants, catalog number 3504501bc, serial numbers (B)(4)on the right side and (B)(4) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was observed a tear located in the union between valve and shell. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: deflation and capsular contracture. Concomitant products: saline mentor smooth round moderate profile 425cc, catalog # 3501670, serial # (B)(4), lot # 6842228. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a breast augmentation revision with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation and capsular contracture on the left side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019.